Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 03/01/2017: during follow-up, the customer reported that they have not had any additional occlusion alarm since wearing the pump inside a case.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated that their blood glucose (bg) levels would go up slightly due to not being able to deliver a correction bolus as quickly as usual due to the occlusion alarms, no exact bg value was provided. No troubleshooting was performed for the past occlusion alarms. A system check was performed on the current supplies and a crack was observed in the cartridge. Reportedly, the pump is worn against the customer's skin. Tandem technical support recommended the customer to wear their pump inside a case in order to prevent temperature changes.